Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0002023141-2024-03704 submitted on 1/4/24 is a duplicate of MFR report number 0001038806-2024-02562 that was submitted on january 3, 2024. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0001038806-2024-02562. No additional reports will be submitted under MFR report number 0002023141-2024-03704. All details regarding this event is documented and processed under MFR report number 0001038806-2024-02562. The following sections are being reported: b4: date of this report was updated. B5: event information was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
This report is being submitted to retract the initial report, MFR report number 0002023141-2024-03704 as this event has already been submitted and is a duplicate of MFR report number 0001038806-2024-02562 that was submitted on january 3, 2024.

Event description:
It was reported that the implant at tooth #14 was cracked and the lingual polished part was chipped causing plaque retention and bone loss. The implant was removed. Aspiration and ingestion were noted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.